Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The software was reloaded and a calibration was performed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the unit had a system reset error following power up of the machine. There was no report of patient involvement.